Event description:
Treatment of a stroke in the middle cerebral artery m1 distal. On (B)(6) 2014, the patient underwent mechanical thrombectomy. During the procedure, it was reported the solitaire separated from the pushwire upon removal. The solitaire remains in the left bifurcation of the ica. The patient was reported to be stable and fine.

Manufacturer narrative:
The pushwire was returned for evaluation and it appeared to be broken at the proximal marker and it was measured to be approximately 185cm. The distal broken segment and the stent remained in the patient. Cross sectional analysis of the break surface indicated that the cause of failure was possibly caused by mechanical damage, but it was not possible to conclusively identify the failure mode. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient. The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.(B)(4)